Manufacturer narrative:
Patient city: (B)(6) patient country: czech republic.

Event description:
Reference number (B)(4). Event occurred in czech republic it was reported that the patient experienced the cannula had been found damaged before use event on (B)(6) 2026. The packaging had not been sealed properly. The sterile packaging had not been intact. No further information available.